Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving clonidine (concentration 250 mcg/ml, dose 57.02 mcg/day) and morphine (concentration 25 mg/ml, dose 5.702 mg/day) via an implantable pump for spinal pain. An alarm due to empty pump occurred on (B)(6) 2016. The patients insurance was no longer covered by the initial providers office and patient did not locate another managing physician to refill the pump. There were no symptoms reported. On this report date, they were planning to replace the pump

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.